Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.473, lot: l697089, manufactured date: february 02, 2018. A manufacturing related potential cause was not suspected, therefore, per procedure, no manufacturing record evaluation is required. Visual inspection: the inter-lock screwdriver combined t25/hexa was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the shaft was bent and deformed. There were scratches on the device but have no impact on the functionality of the device. No other issues were identified with the returned device. Functional test: the functional test was not performed on the returned device as the device was received by itself. Service & repair evaluation: the customer reported the tip damaged. The repair technician reported the tip of the device was twisted/bent and damaged; device is unable to function. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: the outer diameter of the shaft was measured to be within the specification as per drawing. Document/specification review based on the date of manufacture, the following drawings, reflecting the current and manufactured revision were reviewed. - sd25/3.5 mm hex screwdriver, inter-lock - shaft, sd25/3.5 mm hex investigation conclusion the complaint condition is confirmed for the inter-lock screwdriver combined t25/hexa. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential root cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the distal tip of a screwdriver was damaged. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).